Event description:
It was reported the patient underwent thoracic surgery. An aquacel foam dressing was applied post-operative to the surgical incision(s) made to the patient's thoracic area and lower leg. The dressing reportedly "fell off" within 24 hours of the initial application. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was discovered on june 29, 2015 that additional information received on june 14, 2015 was not captured on the initial MDR that was submitted to the FDA on june 19, 2015 - MFR #1049092-2015-00354. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
This complaint was investigated by confirming the silicone trilaminate, the skin contact material, used in this lot of product was certified meeting the requirements of convatec. This lot of product was sterilization certified and all manufacturing, materials, and sterilization processes were compliant to requirements. No previous investigations are available. After the detailed batch review, no discrepancies including non-conformances/deviations)were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.